Event description:
The customer reported that a secondary infusion completed in 1 hour when it should have infused over 4 hours. There was no report of pt harm and no medical intervention. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer declined an event log review and product eval. Customer stated since this event happened so long ago, a failure investigation is not required. The root cause of the customer's experience could not be identified.